Event description:
Vendor reported the pt has experienced the self-adhesive of the infusion set being wet several times. Pt thinks the infusion set is leaky between the self-adhesive and the needle. Pt changed the infusion set every day. Pt experienced an elevated blood glucose level up to 400 mg/dl; date and time are unk. Pt's normal blood glucose level is unk. Pt treated by administering insulin via the infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.